Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Concomitant medical products: saline mentor smooth round moderate profile 250cc, catalog number 3502375, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast implantation procedure with a saline mentor smooth round moderate profile 250cc breast implant and experienced deflation postoperatively (side unknown). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Since it is unknown which side the deflation occurred on, it has been defaulted to the left side. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
On 2/3/2020, additional information was received confirming the deflation occurred on the left side. The patient was involved in a car accident which may have caused or contributed to the event. The patient's date of birth was identified as (B)(6) 1972, patient's age at the time of event was identified as 47 years old, and patient's ethnicity was identified as hispanic. Manufacturer¿s reference number: (B)(4).